Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the implantable pulse generator (ipg), the atrial lead could not be successfully connected with the ipg after multiple attempts. The ipg was not used and a replacement ipg was implanted. No patient complications have been reported as a result of this event.